Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device went to early replacement indicator (eri) on (B)(6) 2008. Presently, the device cannot be interrogated. The device is still in use, and no patient complications have been reported as a result of this event.